Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump battery cap does not touch the batteries, therefore the pump does not respond to any battery. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that a new replacement battery cap would be provided and to monitor the pump and call back for further assistance if necessary.